Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The device could not operate as the tubing connection and part of the casing was damaged due to an accidental fall. As a result, the unit was replaced. There was no patient or user harm.

Event description:
The delivery date to the hospital is september 28, 2021. The base of the connector is damaged. During use, hospital staff checked the tubing connection and noticed that it was damaged. They offered that it had not been dropped or subjected to excessive force. As for the usage, it is not fixed, but is hanging on the bed fence with a hanger. Could you please tell me the strength of the connector part (assumed in the design, up to what force it will not be damaged) for explanation to the hospital staff?